Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope ii btb¿s static suture in one of the locking/stitching mechanisms is through the wire loop and would not allow the wire suture to pull through. This was discovered on (B)(6) 2026 during an acl reconstruction procedure with no patient harm reported. No case delay was experienced, and no additional anesthesia was administered. The case was completed using another ar-1588btb-ib of a different lot.